Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and high rate non-sustained episodes that appeared to be oversensing/noise. The patient received inappropriate shocks due to a possible rv lead fracture. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.